Event description:
Customer reported that while running an hcv assay, using summit sample handler, there were large drops at the ends of the tips and no error message was given. A field svc engineer was dispatched. No death or serious injury was associated with this event. This report is beyond the 30-day reporting requirement. During a review of complaints on 03/14/2000, this event was noted to be a possible MDR.